Manufacturer narrative:
Title: recurrent ischaemic mitral regurgitation post mitral annuloplasty due to suture dehiscence evaluated using real time three dimensional transoesophageal echocardiography citation: heart, lung and circulation (2012) 21(12):844-6 (doi 10.1016/j.hlc.2012.05.003) authors: gunjan aggarwal, f.r.a.c.p., dominik schlosshan, m.d., gita mathur, f.r.a.c.p., hughwolfenden, f.r.a.c.s. And greg cranney, f.r.a.c.p. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a (B)(6) male patient underwent a procedure to implant a medtronic semi rigid band to treat moderate ischemic mitral regurgitation. A two dimensional transesophageal echocardiogram (tee) indicated no significant mitral regurgitation. An unreported amount of time after the implant, the patient presented with six months of increasing dyspnea. A two dimensional transesophageal echocardiogram indicated severe mitral regurgitation and an abnormal structure within the mitral valve. It was suspected the annuloplasty ring had dehisced. A three dimensional transesophageal echocardiogram (tee) indicated posterior dehiscence of the sewing ring due to breakdown of the sutures. The ring was explanted and replaced with a non medtronic device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.